Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this innova self-expanding stent system was examined. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. There is a kink to the inner liner 3.2cm from the tip. Microscopic examination revealed no additional damages. The stent appears to have been deployed and was not returned for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported the stent prematurely deployed. A 7x40x130 innova self-expanding stent was selected for use and a contralateral approach was performed. While delivering the stent inside the patient, the stent prematurely deployed in the right common femoral artery. This was not the desired deployment location. It was noted the locking tool was in place the entire time. No further intervention was performed. There were no patient complications and flow was sustained.

Event description:
It was reported the stent prematurely deployed. A 7x40x130 innova self-expanding stent was selected for use and a contralateral approach was performed. While delivering the stent inside the patient, the stent prematurely deployed in the right common femoral artery. This was not the desired deployment location. It was noted the locking tool was in place the entire time. No further intervention was performed. There were no patient complications and flow was sustained.